Event description:
Customer reported receiving a motor error alarm on the insulin pump during priming. Customer does not recall any significant events leading up to the error alarm. Blood glucose level at the time of the call was not provided. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a motor error during the basic occlusion test due to a loose and flush drive support disk. The insulin pump was received with a cracked case at display window corners, cracked display window, cracked battery tube threads, and minor scratches on the display window.